Event description:
The customer contacted baxter's technical service center to report feeling bloated on the homechoice (hc) machine during use. The home patient (hp) usually started therapy empty but did a 2000ml manual fill last night that she left in her. The hp stated that her initial, drain volume was only 11ml and she was now in dwell 1. The hp mentioned that she felt a little bloated. The baxter technical service representative (tsr) instructed the hp to sit up to drain. The hp drained out 3571ml and now felt empty. The hp stated that she wanted to continue therapy and did not want a swap, since she now knew why this happened. The tsr advised the hp to call her registered nurse as soon as possible. The tsr advised the hp to let the nurse know what happened and then the tsr assisted the hp with bypassing to fill 2 of 4. The hp continued therapy. This complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was false empty detect and use error with initial drain alarm setting inappropriately programmed.